Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in spain underwent a procedure for the placement of percutaneous endoscopic jejunal tube. On an unknown date, an exploratory endoscopy was performed and a duodenal ulcer in the process of resolution was observed. The tubing was removed and the continuous infusion pump was connected to the gastric lumen. Device was not returned.